Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c devices at level c5-6 and c6-7 approximately 1 year ago. The patient had persistent leg pain and radiculopathy after the original surgery and needed to further decompress the neural foramen. The pdc devices were replaced with seaspine shoreline. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdc implants were returned following the removal surgery. Exponent will complete evaluation of each implant following their approved prodisc c device evaluation protocol. The evaluation reports will be filed under report numbers (B)(4). The removal was completed due to patient pain and radiculopathy. The pain and radiculopathy were caused by inadequate decompression which is surgical technique. This submission is 2 of 2 devices involved in this event.

Event description:
Patient was implanted with two prodisc c devices at level c5-6 and c6-7 approximately 1 year ago. The patient had persistent leg pain and radiculopathy after the original surgery and needed to further decompress the neural foramen. The pdc devices were replaced with seaspine shoreline.